Manufacturer narrative:
The user reported during a post-insertion class that they were seeing discrepancies betwen sensor readings and blood glucometer measurements. The observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The user was educated about this adjustment period and advised to continue using the system, entering any additional calibrations as prompted by the system. The user was informed that the system is expected to improve following stabilization. Further follow-up with the user was not possible due to lack of response from the user, however, the dms review indicated that the user was actively using the system with current information.

Event description:
On february 16, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. During a post insertion class, the user was educated on the calibration process, and was informed that accuracy should improve after incision is healed. The user since has been unresponsive to calls or sms texts. Per dms, the user is actively using the system.